Event description:
It was reported by a nurse through a company representative that high lead impedance was received at a follow-up appointment. Additionally it was reported the patient's seizures have been worse over the past months and magnet stimulation was no longer perceived. The patient has been reported to fall during seizures, hence making this a suspect for trauma to the device. No x-rays were taken of the patient and the patient has been referred for full replacement surgery. Additional information was received from the area representative indicating the increase in seizures (below pre-vns baseline) was likely due to the reported high impedance along with the loss of magnet stimulation.

Event description:
Additional information was received indicating that surgery to replace the patient's lead and generator has occurred. Attempts for the return of the explanted products were unsuccessful as the implant hospital indicated that they had likely been discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.